Event description:
It was reported that during a left ventricular (lv) lead implant attempt, a lead was advanced into the posterolateral branch. Immediately after the slitting process, the lead was unstable and slowly dislodged from the lv branch back into the coronary sinus body and ultimately into the right atrium. Due to difficult anatomy, the physician decided not to reposition the lead and removed it. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.